Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No components were explanted. No information about the patient outcome is available at the moment. Additional information was received. Pump was sticky and difficult to use. Issues started shortly after implantation. There were no explanted components. Physician decided that it was a result of a capsule that formed in the scrotum. No adverse patient effects.